Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: facility reported: we sent the reduction forceps w/points softlock l155 (399.086) on repair, because locking part of forceps was broken. This is 1 of 1 report for (B)(4).